Event description:
In 2008, the sales rep reported that during an inspection of the kit it was identified that the driver would not engage the screw. This malfunction as resulted in an adverse event in the past. There was no pt contact.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Eval is pending upon the return of the product.